Event description:
It was reported that the atrial lead showed high impedances. It was also reported that an alert message indicated that the atrial lead position check failed and it is suspected that it may be due to a subclavian crush. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.